Event description:
It was reported that a pt's pump was explanted as it was not delivering medication correctly. No pt symptoms were reported. In regards to telemetry, the pump was reporting that it had delivered all of its content, however, during a refill it was discovered that the pump was still full of drug. The pump had been checked three times by the distributor, and it was ultimately decided that the pump needed to be explanted. The pt was continuing treatment with a replacement pump, which was noted as working correctly. Morphine (10mg/ml) was being administered via the pump (dose/rate was not reported). The pt's outcome was not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).